Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after the lead was already implanted with good sensing, threshold, and impedance values, and after the device was tested with a 20 joule shock, the r-wave was less than 3.0 mv, impedance was greater than 2500 ohms, and threshold greater than 2.5 v. The helix was not retractable, and there was no apparent fracture except for the non-retractable helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).